Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2019, this patient tested a sample using the meter, resulting with a value of 4.8 inr. The patient was advised to hold her coumadin/warfarin dose. At 12:14 p.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 4.6 inr. At 2:00 p.m. On (B)(6) 2019, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.1 inr. The patient's coumadin/warfarin dose was changed based on the meter results, but since the patient's laboratory value is within therapeutic range, the patient stated she would take her normal dose. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per month. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter results. The patient is currently in stable condition. The patient is anemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient is not taking any new medications, has no new illnesses, no diet changes, and no bleeding or bruising. The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368886) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.5 - 3.9 inr): qc 1: 3.4 inr, qc 2: 3.3 inr , qc 3: 3.3 inr . The maximum difference between measurements was 6.25%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.